Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states underfilling tubes. Update 18jun2025: the customer advised when using safety blood collection set, a white discard tube is drawn prior to collecting the blue-top tube samples. They advised they are currently using straight needles for blood collection, as recommended. Additionally, they advised the phlebotomists are holding the tube in the holder with their thumb and even holding the tube(s) in place for a longer period time to make sure that there is enough volume collected.

Manufacturer narrative:
Complaint (B)(4). Received 1rk 454322/b240933h and 15 loose tubes 454322/b2409379 for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.